Event description:
It was reported that the customer was hospitalized after being involved in a car accident. The customer was wearing the insulin pump at the time of the accident, but was not experiencing high or low blood glucose levels. Troubleshooting was performed, and the insulin pump passed the self test. Found low reservoir and battery out limit alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.